Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the issue was found during equipment inspection. There was no procedure involvement and no patient involvement.

Manufacturer narrative:
This report is being submitted for correction to g3 of supplemental report (manufacturer report number:9610595-2023-00965 ). The correct aware date is jan 23, 2023.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the foreign matter stuck in the forceps channel could not be sufficiently removed and was clogged. It was confirmed that there was no deformation of the air/water nozzle. It was confirmed that reprocessing was not implemented according to instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". "[Inspection of endoscope] 2. Visually and by hand, check that there are no large scratches, deformations, loose parts, or other abnormalities in the appearance of the operation unit. [Inspection of forceps channel] 1. Insert the treatment instrument through the forceps plug, and visually and by hand check that the treatment instrument comes out smoothly from the suction/forceps opening at the tip of the endoscope and that no foreign matter is expelled. 2. Visually and by hand confirm that the instrument can be pulled out smoothly from the forceps plug." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Adhesive on bending section cover had white-clouded area. Due to clogging of channel tube, suction volume does not meet the standard value. On the water detection sticker, dots were smudged and connected. Paint on suction cylinder was peeled. Universal cord protector on the scope connector side had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the cleaning brush could not be inserted into the forceps/instrument channel of the gastrointestinal videoscope. The device was returned and an evaluation revealed presence of residual liquid inside the forceps channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.